Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced discomfort due to the ipg size and it was no longer functioning. The patient underwent an ipg explant procedure and the explanted ipg will not be returned per hospital policy.